Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump's battery life was shorter than normal. The customer also reported that the insulin pump would shut off without returning any alarms first. Blood glucose level at the time of the call was not provided. The customer will not return the insulin pump for analysis.